Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis therapy. During the troubleshooting, it was reported that the transfer set "broke off from the home patient's line" that led to this alarm. It was further reported that fluid began draining onto the floor. The transfer set could not be reconnected. Renal therapy services (rts) explained the alarm and helped the patient end the therapy session. The transfer set would be replaced. No additional information is available.